Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(6) compared to an unknown laboratory method. The reporter stated that the meter result was 6.4 or 6.7 inr (a result of 6.7 inr on (B)(6) 2023 was found in the meter memory). The laboratory result was 4.1 inr. The laboratory test was performed one hour after testing on the meter. The patient's therapeutic range is 2.0 to 3.0 inr. The patient's interval of testing was originally once a month and she would test more frequently if the result was out of range. The patient is now testing weekly due to an insurance change.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The investigation did not identify a product problem. The cause of the event could not be determined. Section e3 - occupation: patient/consumer.